Event description:
Patient reported left side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on the radius side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ crease/folding of implant: creases were observed. Additional observations: ¿ red particles observed on the surface of the shell.

Event description:
Patient reported left side "rupture." Device has been explanted and replaced.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.